Event description:
It was reported that a shaft break occurred. During a procedure, a 7f fl4 sh mach1 guide catheter became broken inside the patient. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis it was observed, that inspection of the shaft revealed numerous kinks throughout the catheter. Product analysis did not confirm that the shaft was broken, however, analysis did identify that the shaft was kinked. The device presented no evidence of any material deficiencies contributing to the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a shaft break occurred. During a procedure, a 7f fl4 sh mach1 guide catheter became broken inside the patient. The procedure was then completed with another of the same device. No patient complications were reported.